Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Event description:
It was reported patient underwent a total knee arthroplasty in 1994. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. A revision has been indicated due to unknown reasons; however, no revision has been reported to date.